Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve implantation (tavi) of a medtronic evolut pro+ bioprosthetic valve. Approximately six months later the patient presented with prosthetic valve endocarditis. Echocardiography revealed valve vegetation and perivalvular leakage, and computed tomography showed a localized dissection of the ascending aorta. In an emergency surgery, the evolut pro+ valve was explanted and successfully replaced by a sutureless aortic valve (manufacturer or model not disclosed), and the ascending aorta was repaired. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: kameda et al. Late complications of tavr: endocarditis and dissection managed with strategic surgery. Jacc case rep. 2025 oct 29;30(34):105586. Doi: 10.1016/j.jaccas.2025.105586. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.